Event description:
Boston scientific received information that this implantable defibrillation lead exhibited varying pacing impedance measurements, peaking at out of range measurements. It was also reported that the threshold measurements were high, but stable. The impedance measurements are now stable and in range. A boston scientific technical services (ts) consultant stated the issue was probably normal variation. Additional information was received indicating this lead was surgically abandoned during a normal device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant suspected normal lead maturation. A dft test was performed at 21 joules the impedance measurement was normal. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.